Event description:
I flow received a report stating, fast flow. No adverse event occurred, but pt experienced nausea and tiredness. Fill volume 100ml. Medication, 5fu, flow rate 2ml/hour. Initiated (B)(6) at 11am, reported infusion complete (B)(6) at noon (24 hours). I-flow has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. The sample was not returned by the customer to I-flow for evaluation.